Event description:
It was reported that navigation was inaccurate during a procedure as the physician switched from CT image guidance to MRI image guidance. Navigation was aborted and the procedure was completed by traditional methods without incident. Upon follow up by the navigation technician, it was noticed the images had been incorrectly imported.

Event description:
It was reported that navigation was inaccurate during a procedure as the physician switched from CT image guidance to MRI image guidance. Navigation was aborted and the procedure was completed by traditional methods without incident. Upon follow up by the navigation technician, it was noticed the images had been incorrectly imported.

Manufacturer narrative:
It is not possible to determine the cause of the event without and evaluation of the device. Additional information will be submitted once the device is received and evaluated. Not received.

Manufacturer narrative:
The complaint was confirmed. Based on the information provided in the call sheet the CT was imported as view from feet and the MRI scan was imported as view from head. The images should be imported with the same image orientation. The fact that the images were improperly imported led to the reported inaccuracy.